Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Customer technical support reviewed the pump and noted a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no indication of a basal or bolus delivery issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/31/2015 with the following findings: the last basal and bolus delivery were on 09/06/2015. There were no errors, alarms or warnings (eaw) related to the complaint in the alarm history. The 24 hour duration test was performed with no eaw¿s. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed the delivery accuracy test; no delivery defects were found. The pump delivered within required range and delivered accurately. The reported complaint was not duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked near the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.